Manufacturer narrative:
While performing a review of the file it was determined that a duplicate file was created. Please disregard any reports associated with file mrn 3012307300-2024-12314. Please reference file mrn 3012307300-2024-13015 for all details pertinent to this event.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited a damaged downstream pressure sensor membrane. There was unknown patient involvement and unknown patient harm/adverse event was reported